Manufacturer narrative:
Additional information: h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse the secondary medication during therapy in the oncology department. Vincristine was hung as the secondary line. No drops were flowing from the secondary bag while the pump said that the infusion was running. A new pump was located and the infusion was given as ordered with no adverse patient effects reported. No additional information is available.